Manufacturer narrative:
H3: the revision reported was likely the result of presumed wear of the tibial insert and patella. However, images of the revised insert and patella do not show signs of excessive prosthesis wear inconsistent with being implanted.

Manufacturer narrative:
Pending investigation. D10: 6309402 - 02-012-38-2509 - logic rbk insert sz 2.5, 9mm. 6312520 - 02-010-01-0225 - lgc femoral ps cem left sz 2.5. 6281223 - 02-012-43-2525 - lgc tibia rbktray cem sz 2.5f/2.5t. 6454830 - 201-78-15 - holding pin mini sharp point 4 pk. 6167773 - 201-78-81 - 3 trocar, mod. Hex 2pk. S040467 - 521-78-23 - threaded pin size 2.3 collared. S040716 - 521-78-23 - threaded pin size 2.3 collared. S049580 - 521-78-32 - threaded pin size 3.0 collarless. 1021420158 - a10012 - gps implant kit v2.

Event description:
It was reported that this 65 y/o female patient's left knee was revised approximately 4 years post op. The patient suffered from patella wear, tibial insert wear/pitting, femoral delamination. Everything was revised. Patient was last known to be in stable condition following the event.